Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that she received compromised force sensor system alarm. The customer's blood glucose was 35 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food and juice. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that she were unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after an alarm. The customer stated that she was stuck in rewind complete and bolus delivery loop. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the no delivery alarm and perform the basic occlusion, prime, or excessive no delivery test due to the compromised force sensor system alarm. No unexpected audio/beep anomaly noted during testing. The pump also had minor scratches on the display window, a cracked reservoir tube lip and a cracked case near the reservoir tube window.